Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/04/2016 with the following findings: during investigation, product analysis confirmed the original complaint of dim/fading/color spectrum. The pump was found to power on to a dim discolored display. Unrelated to the original complaint, a battery compartment crack was found below the grip pad. Cut /puncture marks were found at the bottom of the keypad and between the contrast and up arrow buttons. All keys responded correctly.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.